Event description:
It was reported that a plate probe needs to be replaced due to fit issues. No case involved.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10.results of investigation: the device used during treatment was not returned for evaluation. Thus, visual inspection was not performed. The DHR was reviewed for(B)(4)/lot c12834-2-1 and found that it was related to fit issues between the handpiece and the visualization tool. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has been established. This lot of the plate probe was found to have an incorrect notch curvature. Therefore, this issue prevented the plate probe from fully locking in and it was not machined with sufficient space to allow proper locking with the handpiece. The reported event can be confirmed. Therefore, the root cause of the reported event was due to supplier/raw material fault. There has been a corrective action opened to address this issue and it is being further investigated.